Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Griessenauer cj, thomas aj, enriquez-marulanda a, et al. Comparison of pipeline embolization device and flow re-direction endoluminal device flow diverters for internal carotid artery aneurysms: a propensity score-matched cohort study. Neurosurgery. 2019;85(2):e249-e255. Doi:10.1093/neuros/nyy572. Medtronic received a report from a clinical study through a literature article to perform a propensity score-matched cohort study comparing the pipeline embolization device to competitor products. 221 internal carotid artery aneurysms were treated with pipeline. The average diameter of the aneurysms was 6.3mm, mean age of 60, in 191 female of 221 total patients. The study took place between 2013 and 2017. Complications occurred including a need for balloon angioplasty in 16 patients, thromboembolic complications in 20 patients, hemorrhagic complications in 5 patients, transient visual complication in 6 patients, and a need for retreatment in 10 patients. 5 also had a poor functional outcome (mrs 3-5) and 2 patients died.